Event description:
A report was received of the patient experiencing a stinging sensation at the old ipg pocket site shortly after a pocket revision was performed. The physician believes it was part of the healing process. The physician treated the site with a cortisone injection. It was later decided by the patient to have the system explanted, due to the patient's dislike of a battery in the buttock area.

Manufacturer narrative:
This is the final report.